Manufacturer narrative:
(B)(4). The service engineer inspected the device, verified the alleged malfunction, swapped the top and bottom liquid crystal display (lcd) panels and re-seated the cables. The unit then passed all performed tests and calibrations. No parts are expected to be returned.

Event description:
It was reported that the ventilator had a blank screen. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.